Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was capped and replaced due to an undersensed ventricular fibrillation rhythm that was not treated with therapy. No further information is available.